Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately ten months after implant the patient developed an infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. It was further reported the patient had repetitive bacteremia infections of an unknown source. The device system was removed as a possible source however the physician indicated the pocket appeared "clean". No further patient complications have been reported as a result of this event.